Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss changed the tubing and pump extender, which resolved the error 313 issue. Fss performed the field service check list as well as the preventative maintenance (pm), which several filters and battery were replaced on the unit as part of the pm. Fss could not replicate the reported error 2012 error during service and pm and system check list. During service, fss observed intermittent connection problem with the footpedal; therefore, he changed the rear panel connector and battery to rectify the issue. Upon completion of the pm and system checklist, the unit was found to meet amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that intermittent problem, error 323 (pneumatics system pressure too low) and error 2012 (instrument host timeout error) occurred with the whitestar signature system. The doctor shutdown and restarted the system and continued the daily surgery without more problems or errors. There was no patient involvement reported and no patient treatments delayed or cancelled.